Event description:
Healthcare professional reported "rupture." This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b2, b5, d9, e1, h1, h3, h6.

Event description:
It has been identified that this record, mrn 9617229-2025-02960, is a duplicate of mrn 9617229-2024-04374. Please see mrn 9617229-2024-04374 for reportable events.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture." This record is for the left side. The device has been explanted and replaced with a non-abbvie device.